Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. Information received from the site indicated that the patient had experienced epistaxis, shortness of breath, and weight gain and was instructed to take additional diuretic and to stop taking aspirin. The patient was later admitted with chest pain, tea colored urine, worsening shortness of breath, low hematocrit levels, as well as increased power consumption and "unusual sounds." The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. The reported "unusual sounds" event could not be confirmed due to insufficient evidence. Of note, it was reported that the vad was exchanged and thrombus was observed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion and/or patient related factors. Based on the risk documentation, the reported "unusual sounds" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad pump. There was no evidence that the patient had a history of thrombus events. Possible factors that may have led to this event include, but are not limited, to the stopping of the patient¿s aspirin, other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
User facility. Uf/importer report number: (B)(4). User facility name/address: (B)(4). User facility became aware of event: 04-mar-2020. Type of report: initial. Date of this report: 22-jul-2020. Approximate age of device: 9 years. Report sent to FDA: yes, 22-jul-2020. Location where event occurred: home. Report sent to manufacturer: yes, 22-jul-2020. Manufacturer name and address: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient complained about having epistaxis, shortness of breath, and a weight gain of six pounds. The patient was instructed to take additional diuretic and to stop taking aspirin. Sixteen days later, the patient was admitted with chest pain, tea colored urine, unusual ventricular assist device (vad) sounds and worsening shortness of breath. The patient had low hematocrit levels. Heparin was started and patient was transferred to another hospital. The patient was noted to have increased vad flows and power consumption, increased aspartate aminotransferase, alanine aminotransferase, ldh, and left ventricle size. The vad was exchanged and a thrombus was confirmed. No further patient complications have been reported as a result of this event.